Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a brownish-colored material was attached to the tip of the catheter. As a result, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a brownish-colored material was attached to the tip of the catheter. As a result, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a brownish-colored material was attached to the tip of the catheter. As a result, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a brownish-colored material was attached to the tip of the catheter. As a result, the catheter was replaced.

Manufacturer narrative:
Received 1 silicone catheter. The reported event was unconfirmed, as the product met specifications. During the visual evaluation, examined the sample and found darker spots on the catheter. The darker spots were indicative of the coating process and were normal. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "if package is opened or if any imperfection or surface deterioration is observed, do not use." ()b)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that a brownish-colored material was attached to the tip of the catheter. Subsequently, the catheter was replaced.